Event description:
It was reported that during a coronary stenting treatment procedure withdrawal resistance occurred. The 70% stenosed target lesion was located in the 2nd obtuse marginal (om). A 3.0x12mm promus stent was successfully deployed in the lesion. It was noted that the stent was well positioned and well apposed. A 3.0x8mm promus stent was then deployed distal to the previously placed stent. Post deployment the physician advanced an ivus catheter into the lesion and saw that the promus stent was well deployed in the lesion. Both stents were post dilated with a 2.5x8mm apex balloon and then again with a 3.0x8mm quantum maverick balloon. The physician attempted to advance the ivus catheter again; however, the device was unable to cross the lesion and post dilation was performed again with the 2.5x8mm apex balloon. A forte guide wire was inserted into the distal circumflex (cx) through the stent strut of the 3.0x12mm promus stent. The ivus catheter was re-advanced and ivus was performed again. When the physician attempted to remove the ivus catheter it became entangled with the forte guide wire. The physician tried to remove the forte guide wire but experienced withdrawal resistance. The physician removed the ivus catheter and the forte guide wire together and advanced a new forte wire to the lesion. The ivus catheter was re-inserted and it was noted that they could not see the 3.0x12mm promus stent that had been deployed. The patient¿s great vessels, carotids, and iliacs were examined under fluoroscopy but the stent was not visible. A doppler scan was performed on the patient's legs. It is believed that the promus stent became explanted when the ivus catheter and forte guide wire became entangled and were removed from the patient. It was noted that the 3.0x8mm promus stent remained implanted in the lesion. Another 3.0x12mm promus stent was successfully deployed in the lesion and the procedure was completed. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).